Event description:
It was reported that suring a colon resection procedure the device seemed to fire correctly,but when the anastamosis was inspected,the staple line opened up.there were no staples present.the staple line was sutured closed.no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 200% visual inspection takes place during manufacturing to ensure that all staples are present prior to shipment. Cartridge batch #a5c56e.